Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Presumably, the touchscreen was wiped too damp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited water had penetrated the front panel. There was no patient involvement.